Manufacturer narrative:
This report is submitted on august 16, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI (tesla unknown). Surgery to reposition the magnet is planned but has not taken place as of the date of this report.